Event description:
The customer reported that during a routine check of the unit, the unit displayed an "electrical test fails, code #50" message. The biomed technician observed that the jp1 connector was loose on the motor control board.